Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports the blue adapter section is broke off at top of the y junction of the catheter. The catheter was implanted on (B)(6) 2012. The catheter was in use for month. As a result, the catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.